Event description:
It was reported the patient was found unconscious due to hypoglycemia by her mother in the morning. The patient's mother tested her blood glucose level with a result of 32 mg/dl. The ambulance was called and arrived within a minute. The blood glucose result on the paramedic's meter was 30 mg/dl. The paramedics connected the patient to an IV of unknown fluids to her neck and an IV was started on the port in her chest. The patient was admitted to the hospital for a "few" hours and released later the same day. The results and treatment at the hospital were unknown. The reporter is attributing the low blood glucose to the infusion device not being available for use due to an e-6 error message. The patient treated herself with insulin injections, but the amount given by injections needed adjustment from doctor's office. Return of the suspect device was requested for evaluation.